Event description:
It was reported that the pump was unable to detect the cartridge, resulting in cartridge alarms. There was no reported impact to the customer¿s blood glucose level. The pump was set to be returned for examination, and a replacement pump with a new serial number was provided.